Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture and failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned for analysis. Visual inspection found no anomalies on the lead body. X-ray examination found the inner coil to be over torqued and separated. Electrical testing found intermittent conduction path consistent with damage to the inner coil in the connector region. All damages found are consistent with procedural damage.